Event description:
It was reported that the implantable neurostimulator (ins) was off and the patient could not get it on. It was noted that the device was charged and the patient could not feel any stimulation and it was not on. It was noted that the patient responded that they had to try something or else they would not have the unit implanted when asked if they would like to try to turn on the unit with the patient programmer. It was noted that patient was not able to adjust stimulation. It was noted that the display showed a call your doctor icon along with a power-on-reset (por) icon. It was noted that the patient asked if they would not get pain relief. Additional information received reported that there was a por that was successfully cleared. It was noted that reprogramming was done. It was noted that the por message appeared during a recharging session. It was noted that the patient was unable to use the device when there was a por. It was noted that there were no patient symptoms and that the patient was alive with no injury at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 3998, lot# v007136, implanted: (B)(6) 2006, product type: lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).